Event description:
A customer technical advocate (cta) was contacted with regard to the cell-dyn 1700 analyzer generating discrepant results. The cell-dyn 1700 generated a hemoglobin result of 8.2 g/dl and hematocrit of 24.0% which were questioned by a medical practitioner. A hosp lab generated a hemoglobin of 11.9 g/dl and hematocrit of 33.1%. It is unk if the same sample was tested. No impact to pt management was reported.

Manufacturer narrative:
Other code: customer flushed hgb flow cell and fsr adjusted pam board and flushed tubing in the area of the hgb flow cell. Investigation summary: pt results, generated on 7/24/2006 by cell-dyn 1700 were reported out and were questioned by the physician. Retests of the pt specimens at a hosp recovered results that were much higher. The hgb flow cell showed a reference value of 1798 (1800-2200) so the customer was directed to clean the hgb flow cell. After cleaning was completed, a precision study was requested. Precision results showed rbc and hgb %cv to be out of range. The customer requested a field service visit. Resolution: the field service rep (fsr) noted several tubings in area of the hgb flow cell were flushed and the voltage on a circuit board was adjusted. A multi-point inspection was performed, controls were run with results in range. All cell-dyn measured parameters, when compared to the hosp results, were lower in value. This pattern may indicate a possible short sample. The customer is instructed (operator's manual, p.5-19) to hold the specimen with the sample aspiration probe deeply immersed in the sample, to press the touch plate and remove the specimen after the probe has moved up into the wash block (signified by a beep sound). The cell-dyn 1700 has no short sample alarm in open mode but if the operating instructions are followed, such an event should not occur. Trending review: a review of complaint reports for the months of april 2006 through july 2006 did not indicate an adverse trend for cell-dyn 1700, list number 03h53-01, for the issue of discrepant results on plt/hgb. Labeling: the event is addressed: cell-dyn 1700 system operator's manual, ln: 03h58-01, rev d section 3: principles of operation; parameter flagging message: dispersional data alerts (p. 3-23); suspect population flags )p.3-26, 3-27). Section 5: operating instructions; sample analysis; running samples open sample mode; #2 through #5 (p. 5-19). Conclusion: a device malfunction did not occur. The pattern of low results generated on the cell-dyn 1700 compared to the results obtained at a hosp suggest a sampling error contributed to the event. Operator error may have contributed to the event. Service further resolved the issue by cleaning the instrument and adjusting the hemoglobin voltage and verifying control results were in range. No impact to pt management was reported. This is the final report. End of report.